Manufacturer narrative:
The steris service technician inspected the washer and found that water was spraying from the facility's hot water supply line that is connected to the washer. The technician tightened the connection and confirmed the unit was operational; no further issues have been reported. The washer is under steris service contract and was last serviced on (B)(4) 2012 when no leaks were noted. The technician reported the washer has been in service for over 10 years.

Event description:
The user facility reported that a hose on the water supply line was leaking water onto the floor where the washer is located. No injuries or procedural delays/cancellations.